Manufacturer narrative:
Usage of device added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. The customer contacted product support and requested for service repair. The biomedical engineer ordered a battery to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit is giving an intermittently getting cbit battery failed error. The customer reported that the unit was not in use on patient.

Event description:
The customer reported that the unit is giving an intermittently getting cbit battery failed error. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date rec'd from MFR: 11sep2019. The biomedical engineer installed the battery and the problem is corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.